Event description:
The manufacturer received a voluntary medwatch (mw 5107155) alleging an issue related to a CPAP device's sound abatement foam. The patient was taken to the hospital where chest tubes were inserted into his lung. The patient cardiac arrested and was placed on a ventilator. The patient was diagnosed with stage 3 lung cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.